Event description:
A healthcare professional reported that aspiration continued even after when the surgeon lifted off his foot from the pedal during the vitrectomy procedure. The procedure details and patient harm was not reported. Additional information was received from the company representative indicating the procedure was completed. The surgeon was very cautious during the procedure and the procedure took longer time and the surgeon was not comfortable using the console.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The customer reported the system did not respond to depressing of the foot pedal. This complaint is not against the fluidics cassette. The root cause of the customer's complaint could not be established as the complaint is based on the unresponsiveness of the system when depressing from aspiration. The cassette is unrelated to this technical event. No action will be pursued at this time as the report is unrelated to the consumable product. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).